Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6 medical device problem code. Reconfirmation of complaint failure: a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412). Investigation results of product specifications: quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. Sampling inspection results at the parts manufacturer: the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Olympus confirmed the following additional information: no anti-fog agent is used. It was confirmed that the cover did not come off after attaching the distal cover to the scope. After attaching the distal cover to the scope, it was confirmed that there were no abnormalities such as cracks in the cover. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. As part of the formal investigation, it is possible that the tip cover was crushed during storage, which made it more likely to be damaged even under normal use, resulting in insufficient fixing to the scope. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer: after attaching the distal cover to the scope the user confirmed that the cover was not damaged. The user attached the distal cover to the scope and then pulled/twisted the cover to make sure it does not come off. The user did not apply anti-fog agent to the scope lens.

Manufacturer narrative:
This report is being submitted to report additional information provided by the customer and investigation findings. New information is reported in b5, d8, h6, and h10. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Conclusion: the definitive cause of the reported events could not be established. Cause analysis: the customer reported: - no anti-fog agent is used. The cover did not come off after attaching the distal cover to the scope. - after attaching the distal cover to the scope, it was confirmed that there were no abnormalities such as cracks in the cover. The actual product has not been returned and the reported event cannot be confirmed. It is possible that the tip cover was crushed during storage, which made it more likely to be damaged even under normal use, resulting in insufficient fixing to the scope.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the customer did not return their distal cap for testing; therefore, olympus used their own single use distal covers from a different lot to preform replication testing. The maj-2315 single-use distal cover was placed on the distal tip of the video scope, using moderate pressure, while at the same time pressing down on the center section and not at an angle. The single use distal cover securely attached to the distal end, which was further confirmed by the positioning of the hook on the distal ring that became completely visible within the opening of the distal cover; as is stated in the quick reference guide. Due to the nature of the complaint, olympus aggressively pulled and attempted to twist the single use distal cover off of the distal end without damaging the video scope; however, the single use distal cover remained securely attached to the distal end. This test was performed by two different technicians with the same outcome. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
It is reported during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope, the distal cap fell off the scope when it was being removed from the patient. It was not removed from the patient. This case reports the single use disposable cap used in the procedure. Case with patient identifier (B)(6) reports the duodenoscope used in the procedure. The indication for the ercp was: choledocholithiasis, duodenal diverticuli, common bile duct (cbd) stone on the endoscopic ultrasound (eus). The procedure was reported to be "difficult ercp" with several device exchanges, flushings, and lots of scope maneuvering and angulation. The ercp was difficult due to unsuccessful cannulation of the duodenum because of abnormal anatomy. The anatomy was altered with the papilla on the floor of the diverticulum. Two different sphincterotomes were done and balloon catheter. The patient had two unsuccessful ercp¿s before a third successful one both the tech and physician inspected the application of the distal cap to ensure secure placement prior to inserting into the patient. The physician informed the patient of the missing cap after the case and told the patient it would likely pass in the patient¿s stool without issue. It is unknown if the distal cap has been passed yet, the physician stated it will pass in her stool. The patient has not experienced any adverse effects due to the retained distal cap. The patient's current condition is described as "appears to be doing well."